Event description:
New information received notes that the right atrial (ra) lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition post-procedure.

Event description:
It was reported that the patient presented in-clinic for a follow up. Upon interrogation, it was noted that the right atrial lead exhibited electromagnetic interference (emi) oversensing. No intervention was performed; the lead will continue to be monitored. The patient was in stable condition.